Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#:n/a. E1: reporter phone# :n/a.

Event description:
It was reported the customer requested assistance obtaining the clinical audit logs to determine whether there were gaps in monitoring leading up to the arrest event. The patient was being monitored by telemetry that was networked with a central station. Telemetry patients are monitored by a telemetry technician in the (B)(6) and they send epic messages to the nurses regarding alarms and alerts. The (B)(6) telemetry tech notified the nurse that leads were off at 0200. The nurse went into the patient's room at 0300 for vital signs, which were normal, and said that the top two leads were on and they assumed the leads were providing data. The patient received a nebulizer treatment at 0336 and was found unresponsive at 0520. Resuscitation was performed and the patient passed away due to cardiac arrest. The audit log was reviewed, revealing the patient was being monitored via telemetry and an ECG leads off inop alarm was generated and then reminders occurred for several hours before lead issue was remedied.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched onsite and pulled clinical audit logs. The audit logs were obtained and reviewed, revealing the patient was being monitored via telemetry and an ECG leads off inop alarm was generated and then reminders occurred for several hours before lead issue was remedied. The complaint was escalated for technical investigation to the responsible product support engineer (pse) and the results of analyzing the logs files indicate no monitoring gaps or malfunction. The ECG leads off generated at 01:35:14 alarmed, was acknowledged at 02:01 and 02:28 at the patient information center (pic) (qh5w_telsurv08), and reminders to #tel60qh were every 3 minutes thereafter. At 05:22:48, user fex3003 accessed the patient/bed via patient information center ix (pcix) web, reminders continued until the alarm was acknowledged at the pic at 05:47:18. Based on the information available and the testing and analyzing conducted, no issues or malfunctions were identified during the evaluation. The reported problem was not confirmed. The device was confirmed to operate to its specification with no malfunction found. It appears to be a use error related to the user not checking for all leads to be connected. The device remains is use. The investigation concludes that no further action is required at this time.